Event description:
It is reported that after being reduced, the body could not be removed from the xl stem. The xl stem and body trial were removed and a non-xl stem was implanted.

Manufacturer narrative:
Evaluation summary: as returned, the metal provisional shows damage consistent with successful use in the field. A functional test of the removal of the returned zmr xl stem and proximal provisional resulted in proper separation as intended; alleged event could not be replicated. The zmr over-the-junction surgical technique states, "place the stem inserter in the inserter feature located on the proximal lateral aspect of the provisional neck and, using only the heel of the hand, tap onto the stem. Do not strike with a mallet." It is possible that excessive force, or the use of a mallet, caused a union between the stem and provisional that was too strong for the proximal shoulder screw to be able to release. The screw does show some material deformation. No surgical notes were received to determine how the provisional was mated with the stem. Based on the available information, the cause cannot be definitively stated. Evaluation: the device history records were reviewed and found to be conforming to manufacturing, inspection , and packaging specifications.